Manufacturer narrative:
Conclusion: without the return of the valve for analysis, a detail investigation of the issue cannot be performed. However, based on the received information, the pvl was not due to valve related issue. There was no allegation against the product's performance.

Event description:
Medtronic received information that 2 years 7 months post implant of this aortic bioprosthetic valve, the patient had paravalvular leak due to urosepsis. The physician stated that there was nothing wrong with the device. The physician explanted the device and replaced it with a bioprosthetic valve of the same size and model. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.